Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2024 of 46-55 mg/dl. The low bg causes were not known. The customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.